Event description:
An insurance company is making a subrogation claim and alleging that a heating pad was the cause of a fire that damaged its insured's property. There was not a report of personal injury with this incident.

Manufacturer narrative:
Consumer admits to laying on the heating pad which is abuse of the product and a violation of the instructions and warnings provided. Consumer admits to sleeping while using the heating pad which is a violation of the instructions and warnings provided. Heating pad is bunched which shows abuse of the product and a violation of the instructions and warnings provided. This incident is the direct result of consumer misuse/abuse of the product.

Event description:
An insurance company is making a subrogation claim and alleging that a heating pad was the cause of a fire that damaged its insured's property. There was not a report of personal injury with this incident.